Event description:
Resident found on floor on left side of bed. Protective device on and still tied to both sides of bed per incident report. Protective device tied up around resident's mouth and neck. No visible signs of life.